Event description:
Patient filed a complaint stating that the ER staff had too many failed attempts to insert an IV. He stated that he had never had this happen to him previously. The patient reported being stuck at least 8 times in both arms and ended up with large bruises on both arms. Eventually, the rn had to complete an ultrasound guided IV (with a different brand of IV catheter) for success.